Event description:
It was reported this valve was explanted due to thrombosis. Another sjm 17 mm mechanical valve (medwatch report# 2648612-2010-00025) was then implanted. Within a month or two that valve thrombosed and the pt died (date unk). Additional info has been requested.

Event description:
Caller states customer was lethargic with result of 118 mg/dl obtained on the aviva system. Caller prepared a ham sandwich, chips and jell-o for the customer; caller checked on her 30 minutes later and customer was unresponsive. Caller attempted to feed the customer but she was unable to consume the food. Emergency medical technicians (emts) were called; customer tested 34 mg/dl and 5 minutes later tested 38 mg/dl on professional device approximately 1 hour after testing 118 mg/dl on the aviva system. Emts treated her with an IV containing glucose; low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.